Event description:
Analysis of the power cord was completed on (B)(4) 2013. No functional anomalies associated with the ac adapter¿s performance were identified during the analysis. Visual analysis was able to verify that the outer insulation on the low voltage side was abraded, exposing the shield wire. Since the shield wire is connected to ground, there was no risk of electrical shock. No functional anomalies associated with the ac adapter were noted during testing using a known good handheld and serial cable. The ac adapter performed according to functional specifications.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the handheld confirmed all quality tests were passed prior to distribution.

Event description:
It was reported tha the physician's handheld was not powering on. Troubleshooting was performed and the issue was narrowed down to the power cord. A new power cord was placed and the handheld charge and powered on. The physician was provided a new power cord and the non functional power cord was returned for analysis. Analysis of the power cord is underway, but has not been completed to date.